Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy. The patient was in stable condition. The procedure outcome was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 13aug2020: the procedure performed was an arterogram using a 6fr sheath. There was no anchor in the device. Hemostasis was achieved by manual pressure. A pre-deployment angiogram was performed.